Event description:
It was reported that during a follow-up two days post-implant, lead dislodgement was noted via chest x-ray. Patient was asymptomatic. The lead was repositioned successfully.

Manufacturer narrative:
(B)(4).